Manufacturer narrative:
Model number/catalog number: serial number: (B)(4), batch/lot number: 5113810, model/catalog description: linear st lead kit 50 cm. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient experienced pain at the midline incision site. The physician confirmed that the incision site was not infected, and it was not device related. The patient was placed on antibiotics.